Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received with no cuffs, air detector sensor was loose, back panel was put on incorrectly over the air detector bracket, cracked return tube, air compressor was out of specifications. When the device was powered on the disposable alarms goes off confirming the complaint. A root cause was the air detector sensor was loose however it is not known what caused the problem. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Replaced return tube, air regulator, air detector control board, o-rings, and fan guard as preventative maintenance (pm). Device passed all functional and delivery tests.

Event description:
Additional information received via email . The customer reported that the unit would alarm when staff would try to set it up. It was brought in to biomed and the only issue noticed was that the set had to be pushed in which would clear the alarm. The device was sent in as a precautionary measure. No patient involvement was reported.

Manufacturer narrative:
Other, other text: b5, d10. H3. And h6. Health effects codes, updated., corrected data: d3.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer front switch that detects the tubing is pushed in and is not registering correctly. No report of patient involvement.